Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 110) has been confirmed. Upon investigation the monitor failed incoming functionality testing. The cause for the failure was isolated to the high-voltage capacitor c19 on the defibrillator pca. The high-voltage capacitor solder joint was fractured and the capacitor was broken free from the defibrillator pca. The root cause for the fractured high-voltage capacitor solder joint could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that it was displaying a service code 110 (over voltage cleared no energy).